Manufacturer narrative:
(B)(4). The rns neurostimulator and leads remain implanted and programmed for use.

Event description:
The patient underwent a procedure on (B)(6) 2025 to repair erosion. The patient was reported to have metal breaking through the scalp. Additional details were not provided.